Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a computed tomography revealed an inadequate landing of the distal end of the plc181200j in a right common iliac artery. Reportedly, the distal iliac seal zone length was too short (less than 10 mm). On (B)(6) 2022, a reintervention was performed to implant the additional gore® excluder® aaa endoprosthesis (plc181400j) to extend above a right internal iliac artery. The physician stated that the tortuosity of the right common iliac artery might be a cause of the migration. Reportedly, a distal end of plc181200j was moved proximally 2 cm.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoprosthesis migration. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques. Angiographic images are recommended pre-treatment to evaluate the length and tortuosity of abdominal aorta, iliac and common femoral arteries. Also, the IFU states: determine accurate size of anatomy and proper size of endoprostheses. Distal segment iliac vessel lengths of at least 10 mm.